Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that on (B)(6) 2016 patient comes in with symptoms of low blood pressure (bp) and fatigue. It was stated that the patient had been doing well. His bps which are also an issue have been good. It was stated that the patient's last inr was 2.7 and it was stated that the inr's have been checking them weekly to make sure he would not bleed again. As usual the patient denies any melena or changes to his stool. Of note he does take iron and has black stool normally. On 06.16.16 the attending doctor stated there were "stat labs pending and I have called to hold him an intensive care unit (ICU) bed". Labs returned with hematocrit (hct) at 23, it was stated that 2 units of packed red blood cells (prbc's) would be given, and inr was at 3, it was stated that coumadin would be decreased. It was further stated that there was no melena, hematochezia, no hematemesis, and no nausea, vomiting and diarrhea (n/v/d), and no constipation. Yesterday patient was found to be anemic and given 2 units prbc with resolution of his symptoms of anemia. On (B)(6) 2016 the discharge notes state that the "patient was admitted with an upper gastro intestinal bleed from gastritis". It was further stated that the event was resolved. No additional information available.